Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
1 of 2 reports. Other mfg report number: 3013886523-2023-00331 a facility reported a cerelink sensor (ID: (B)(6)) was implanted on (B)(6) 2023. The icp mean decreased and started reading negative approximately 2 hours 20 minutes post insertion. In the operating room per the outpatient note, when the sensor was placed, the opening pressure was 19 at approximately 1330, after the ventricular catheter was replaced, the icp dropped to 11. The patient & monitor were transported to the post anesthesia care unit (just down the hall) during transportation, the icp monitor died. Prior to this the icp monitor had been plugged in. After being plugged in (in pacu) the icp monitor showed an icp of 3 at approximately 1410. The icp monitor was requesting "zero to patient monitor". The monitors in the pacu do not have the capability to monitor icps. At that point, the patient was taken to the pediatric intensive care unit where the icp monitor read 2-3 at -1448. There had been an unsuccessful attempt to "zero" to the patient monitor. The interface cable was disconnected from the patient monitor, then reconnected, accepted the reference #500 as it was correct, zeroed to the patient monitor, pressed enter, calibrated to 100 and pressed enter. At that point, the icp on the icp monitor & the patient monitor matched, and the wave form was good. Negative pressures were displayed from approximately 1635 that same day and continued throughout the hospitalization stay until the transducer was removed. It appears that when the battery died, the icp monitor (ID 826634) lost its ability to read accurate pressures transmitted from the microsensor. Based on the additional information received, the medical staff believed that the monitor was to blame. The sensor was explanted on (B)(6) 2023. Cerelink questionnaire provided: - monitor used: icp express. - time/date of sensor implant: (B)(6) 2023 @ 1330 est. - time/date of failure: (B)(6) 2023 @ 1635. - it appears that when the battery died, the icp monitor lost its ability to read accurate pressures transmitted from the microsensor. (B)(6) 2023, -3 to 0; (B)(6) 2023. -9 to 4; (B)(6) 2023, -6 to 4; (B)(6) 2023, -11 to 5; (B)(6) 2023, -11 to 6; (B)(6) 2023, -10 to 6. - kit used basic ((B)(6)). - serial number (located on backside of sensor) (B)(6). - lot number (located on the unit carton/box): unknown. - implant location: (B)(6). - hospital location of implant: operating room. - did the failure occur during patient movement? (I.e. Reposition, transport, out of bed for bathroom, ambulate, chair, etc.) After. - was a movement assistance device used? If yes, please specify. No. - amount of time between patient movement and failure event. Approximately 2 hours 20 minutes. - was the microsensor disconnected from the integra/codman icp monitor during each phase of transport? No. - did the patient receive an MRI or CT scan before the failure occurred? No. - what was the mean icp before the ¿event¿ icp value: 2 to 3. - what was the icp waveform quality before the ¿event¿? (If connected to patient monitor) good. - what is the current mean icp? Sensor discontinued(B)(6) 2023. - what is the icp waveform quality after the ¿event¿? Good. - when the failure occurred, was the integra/codman icp monitor plugged into the wall? Yes. - when the failure occurred, was the integra/codman icp monitor connected to a patient monitor? Yes. A. If yes, provide patient monitor make & model: make: phillips / model: intellivue mx800. - does the icp value on the integra/codman icp monitor match the icp value on the patient monitor? It consistently matched. - when the failure occurred, where was the integra/codman icp monitor positioned? IV pole. - other devices implanted in the head? (Shunt, evd, subdural drain). If yes, specify yes: vp shunt. - were bipolar or monopolar forceps used while the sensor was plugged in? No. - provide a description of any unusual events or issues that occurred during the implantation or during the patient care: none. - describe the quality of the insertion: routine. - if icp express was used, what did the display show at point of ¿event¿? Icp value: -3 to 0. Systolic value: unknown, diastolic value:unknown. - was more than 1 integra/codman icp monitor used for the sensor? (Example: 1 cerelink/icp express in or and different cerelink/icp express in ICU):no.

Manufacturer narrative:
The cerelink sensor (ID 826850) was returned for evaluation. Device history record (DHR) - lot 6130102 (sn (B)(6) met specifications when released to stock. Failure analysis - the catheter was mashed 4.6 and 10.9cm from sensor. The cerelink monitor was acceptable; icp express read 343. The rb (resistance balance) was out of specification; adjusted balance. The device passed the electronic, noise, linearity/hysteresis and signal drift tests. Root cause analysis ¿ the reported complaint was confirmed. Based on the failure analysis, the root cause could be determined to be mishandling. Furthermore, mishandling of the device caused the fluctuation of the readings received from personnel.

Event description:
N/a.